Manufacturer narrative:
UDI #: (B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while using a preloaded insertion system, model pcb00, the haptic was sticking out of the injector. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/01/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) within the preloaded insertion system was received at the manufacturing site for investigation. The plunger component was observed in the advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed. The lens of the preloaded system was observed stuck at the cartridge tip. The lead haptic was observed folded. The customer's reported complaint issue of lead haptic not folded was not verified in the returned lens. Manufacturing record review: the manufacturing records for the reported intraocular lens was review. The manufacturing production order was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review did not identify a non-conformance report (ncr) that was related to the customer's reported complaint. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the returned lens, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.